Manufacturer narrative:
Continuation of medical device: dtbb1d4 ICD; 6935m62 lead implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and developed problems with hiccups caused by the left ventricular (lv) lead since implant. The lead was reprogrammed, which resolved the stimulation and hiccups. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.